Event description:
A surgeon reported that the following occurred during a combined cataract/vitrectomy surgery: after the cataract was removed and the vitrectomy portion of the surgery was to start, the 20 gauge vitrectomy probe did not work, and would not but. The probe had previously passed the calibration test. The probe was exchanged and the second probe did not work either. An additional probe was brought in and the surgery was completed. There was no pt harm.

Manufacturer narrative:
A sample has been received, but the evaluation is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cft 803.56 when additional reportable information becomes available. (B)(4).